Event description:
The customer's mother reported her son's blood glucose reached 300 mg/dl with small traces of ketones. Upon inspection, she noticed the pink slide insert did not move into the window.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.